Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: machi1. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric proximal to mid de novo left anterior descending artery that was 50% stenosed. A 3.0x38 mm xience sierra stent delivery system (sds) became stuck while it was being passed through a y-connector. It was noted that the distal edge of the stent became flared. A new xience sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.